Manufacturer narrative:
Clinical investigation: it is unknown what type of infection the patient was referring to in the survey response. Furthermore, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This patient reported to fresenius in a customer experience survey response that they discontinued peritoneal dialysis due to a serious infection. During follow-up with the patient¿s dialysis clinic, it was reported that the records had been closed. No information was available related to the reported infection. It is unknown what type of infection the patient was referring to in the survey response.

Manufacturer narrative:
Correction: d8 plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. The investigation determined that there is no causal relationship between the objective evidence and the alleged event; therefore the alleged event is unconfirmed. A definitive conclusion regarding the reported incident could not be reached.

Event description:
This patient reported to fresenius in a customer experience survey response that they discontinued peritoneal dialysis due to a serious infection. During follow-up with the patient¿s dialysis clinic, it was reported that the records had been closed. No information was available related to the reported infection. It is unknown what type of infection the patient was referring to in the survey response.